Event description:
It was reported that the renasys black foam dressing and pump was in a wound on patient's upper back, patient surrounding skin became inflamed and weepy under area where opsite drape was.

Manufacturer narrative:
We can confirm that no sample was returned due to it being used on a patient and therefore contaminated. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release due to the nature of this complaint, the issue was referred to a specialist for a medical review. This review summarised that the information provided is insufficient to determine whether the reported skin reaction is due to other concurrent or pre-existing medical conditions. There are no supporting clinical documents provided for review. Therefore, the causal relationship between the renasys device and the reported issue cannot be confirmed. It was further reported that the patient is currently doing well. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.